Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traced. No numbers were scrolling up during testing. The device had cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.